Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that entire top drawer was failed, was off track when opened and required maintenance. A field service engineer (fse) troubleshot the unit, found that the issue was actually with a full height drawer. The fse replaced the slide rails and verified proper operation, resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the entire top drawer had failed. The user stated that the drawer appeared to be off track when opened, had to be manipulated to be closed and required maintenance. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.